Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke, bleeding, sepsis, neurological dysfunction are listed in the instructions for use as a potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, the patient was admitted to the hospital for recurrent gi bleeding, received multiple transfusions and ultimately underwent small bowel endoscopy on (B)(6) 2015. Following the procedure he was hypoxic, hypotensive and obtunded. He was admitted to the ICU and urgently intubated. He remained in shock requiring multiple pressors. There was suspicion for sepsis/systemic inflammatory response syndrome (sirs) due to possible aspiration. He developed a profound lactic acidosis. Cultures were obtained, antibiotics initiated and hemoglobin and hematocrit was trended. Over the following 24 hours his condition improved greatly; he required only one unit of packed red blood cells, metabolic derangements resolved and fio2 and mechanical ventilation requirements fell to levels acceptable for a spontaneous breathing trial and possible extubation. In preparation, sedation was discontinued, however, he failed to become responsive despite administration of narcan thus raising the possibility of stroke. A CT scan revealed multiple areas of infarct involving the occipital, frontal, parietal and temporal lobes, as well as the posterior fossa. Over the following 48 hours he failed to regain consciousness and his babinski reflex declined. An electroencephalogram did not reveal seizure activity. After a repeat CT scan revealed progression of the previously identified stroke; it was the opinion of the neurology consultation that meaningful recovery was not possible. At this juncture, the family elected withdrawal of care based on the wishes of the patient set forth in his advanced directives. On (B)(6) 2015, the patient's ICD and pacing capabilities were disabled, his lvad was turned off and he was extubated. The patient expired shortly thereafter.

Manufacturer narrative:
Approximate age of device - 5 months. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Corrected information - upon review of the file, it was noted that date of this report was reported incorrectly. The date of this report has been updated from (B)(6) 2015 to (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.